Manufacturer narrative:
Concomitant products: 511212 lead, 511212 lead were implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensed atrial beat. The ra lead remains in use.  No patient complications have been reported as a result of this event.